Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was difficult to disconnect the following information was received by the initial reporter with the following verbatim it was reported by customer that the white cap would not come off, one couldn't prime and one unknown issue."

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that 2 white cap would not come off, 1 couldn't prime and 1 unknown issue could not be verified due to the product not being returned for failure investigation. A device history record review for model 10012866 lot number 24039429 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.